Event description:
It was reported that there was leakage from the arterial set. The sales representative was only able to give this additional detail: "it was a leak in the part of the line to the syringe"..

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) single dpt - vamp plus. Leakage was observed at stopcock to reservoir bonding area during leak testing. Leakage occurred through a small oval window that did not get filled with uv during bonding process.